Event description:
The customer returned this shaver handpiece with a request for service. There was no injury or surgical delay reported.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for investigation. During testing, the on/off buttons would not function. Further investigation found the handpiece has the potentlal to operate on its own related to pc board failure. A design change has been implemented for this failure mode. There are no injuries related to this failure mode. Conmed linvatec will continue to monitor this device for failures.